Event description:
The scooter allegedly caught on fire when the customer turned the unit on while being transpoted off of a transportation bus. No injury alleged.

Manufacturer narrative:
While this product is invacare branded and labeled, it was not designed by invacare. Device was returned and evaluated. Incident is the result of a short circuit within the wiring harness that runs beneath the main scooter frame. Short circuit occurred when two contact pins became dislodged from an unused electrical connector and came in contact with each other. Short circuit resulted in an over current condition that resulted in overheating and damage to the harness. Additional fusing was added to product in august 2000. Device is no longer available. Field units were addressed via recall z-0574-3 which has been closed by the FDA.